Event description:
It was reported that the battery of the patient's (B)(6) pacemaker, which was implanted in (B)(6) 2024, showed an estimated remaining longevity of two years at a recent follow-up. A request was made to have data from this device analyzed. Since implantation, the data shows several intermittent measurements of right atrial (ra) stimulation impedance during which noise was detected. Additionally, the battery consumption shows a significantly increased level. The combination of these features indicates a likely hardware anomaly. The suspected anomaly can damage the affected lead. Therefore, a (B)(6) technical services (ts) consultant recommended replacement of both the pacemaker and the ra lead. Of note, the ra lead is a st. Jude medical product. At this time, there is no evidence to suggest intervention has been performed. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).